Manufacturer narrative:
Product ID, 3093-28 lot# v855485, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a "warm feeling at pocket" and her left hip had been hurting since implantation. The patient had not had any falls or trauma to her hip. It was noted that the implant area was not "warm to the touch, red or swollen". A month prior, the patient noticed a return of symptoms. The antenna was placed over the implant, the "first blue button on the side was pushed" and this gave the patient a shock "down her leg" and it took about an hour for the pain to go away. It was also indicated that the patient was feeling stimulation but thought her body was "rejecting her implant". The patient was noted to be at 2.8v at the time it was being reported.